Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that there was no noticeable endoleak during the index procedure. It was reported that the patient complained of back pain during hospitalization following the index procedure and there was also signs of aneurysm rupture. A CT was performed six days later and revealed a type ia endoleak. A pre-operative rupture was confirmed and the patient had a secondary procedure carried out and an additional endurant limb implanted which resolved the endoleak. As per the physician the cause of the event was patient anatomy. It was reported that a change in vascular morphology after the index procedure was considered to be a factor. No additional clinical sequalae were provided and the patient is fine.